Manufacturer narrative:
Qn# (B)(4). The actual device was not returned; however, the customer provided one photo for analysis. The photo revealed an introducer needle connected to an ars. One large crack was observed in the needle hub. A device history record review was performed, and no relevant findings were identified. The customer report of a cracked needle hub was confirmed by visual inspection of the customer supplied photo. The needle hub contained at least one large crack. A CAPA 140 was previously initiated to investigate this issue. The root cause was determined to be a design issue.

Event description:
The physician connected the needle to the raulerson syringe and inserted the needle into the jugular vein. On withdrawing blood back to confirm the needle position he noticied that he is only withdrawing air and on further inspection he noticed the needle hub was cracked, causing air to enter the syringe. Another device was used without any issues. No patient harm reported. The patient's condition was reported to be critical.

Manufacturer narrative:
Qn# (B)(4).

Event description:
The physician connected the needle to the raulerson syringe and inserted the needle into the jugular vein. On withdrawing blood back to confirm the needle position he noticed that he is only withdrawing air and on further inspection he noticed the needle hub was cracked, causing air to enter the syringe. Another device was used without any issues. No patient harm reported. The patient's condition was reported to be critical.